Event description:
Lead extraction procedure commenced to remove an ra and rv lead due to malfunction. A 14f glidelight device and lld ez's (lead locking devices) were in use. First attempted to extract the ra lead without success, so moved on to the rv lead; rv lead was successfully removed. Then attention was focused on ra lead again. Eventually, the lead was free except the screw, which was stretched out and still attached. With traction the lead would not come free, so with additional lasing, the ra lead was freed. However, the patient's blood pressure dropped at this time and a pericardial effusion was noted on tee. Rescue efforts began immediately with discovery of an svc tear. Tear was successfully repaired and patient survived procedure.